Event description:
It was reported that during a pulmonary vein isolation procedure, the catheter was placed through the groin to get to the bundle of 'his'. The device was not able to anchor in the 'his' due to being too flexible. Another device was used to complete the procedure. There was no delay and no negative pt impact. The device was returned with a kink near the distal tip. It was not reported if the device kinked during the procedure.

Manufacturer narrative:
Final device investigation found that the device was returned with a kink near the distal tip and the curve marginally unacceptable. The steering mechanism operated freely. The device passed all functional testing including continuity and isolation testing. The device history record was reviewed and no discrepancies were noted.